Event description:
A physician reported a pt who was originally skin tested by another physician approximately 13 years ago (exact date unknown) with negative results. The pt had a history of multiple treatments. In 1999, the pt was treated in the forehead, glabella, right and left cheek areas. The pt almost immediately developed a 4 cm "red wheal" at the left cheek injection site. The next day, the pt phoned and reported the symptoms continued. The physician prescribed a medrol dose pack. 5 days later, the pt was examined and the physician noted the pt was "improving" but there was a brownish discoloration at the injection site of the left cheek. As of 19 sept 1999, the physician stated the area has returned back to "baseline" skin. The physician believed the symptoms were definately a hypersensitivity reaction. No further medical or surgical intervention was prescribed or planned.